Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked battery door, cracked bottom case, and a broken plunger head case. A 'primary audible alarm bgnd test' was found in the event history log. Functional testing was able to verify and duplicate the reported problem, the speaker was not operating as intended. It was determined that the pinched speaker cable and the inoperable interconnect board were the root causes. The speaker and the interconnect board were replaced, and the device passed all functional tests. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a 'primary audible alarm background test' alarm. There was no patient involvement.